Event description:
Paramedics were called to revive rptr from a severe hypoglycemic event in which the rptr passed out on their bathroom floor. Four days later rptr had another event. Both events were after monitoring their blood glucose with the roche accu-chek meter and advantage test strip system. The second event seemed particularly odd since only moments before rptr had measured their blood level at 180 mg/dl. The rptr's spouse noticed that the lid of the test strip container had been damaged during mfg causing the dessicant pack to leak into the storage vial. When they tested the strips with calibration solutions both the low and high calibration were significantly out of spec on two different meters.